Event description:
It was reported that the left ventricular lead exhibited high thresholds in all vectors. The fluoroscopy revealed that the lead was dislodged. The device was programmed at a higher output. The physician noted that due to patient's condition no intervention is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.